Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband states that she was hospitalized with a blood glucose level of 514 mg/dl. The hospitalization was not diabetes related. He didn't divulge the reason for the hospitalization, but only stated that she should have died. Nothing further reported.